Event description:
Treatment of a cavernous (cav) aneurysm. It was reported that it was difficult to release the pipeline during the procedure. The pipeline was eventually released and was implanted in the patient. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Manufacturer narrative:
(B)(4).